Event description:
It was reported that prior to ¿closing¿, a crack was noticed in the clear insulating tubing surrounding the lead. The lead was never implanted and was in use for ¿as long as it took to exchange it¿, which was a matter of minutes. ¿medical intervention¿ of exchanging the defective lead was required. The new lead was replaced under radiation guidance. There were no patient symptoms associated with the event, and there was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_leadcap_acc, serial# unknown, product type: accessory. Device evaluation: analysis of the lead found ¿the outer insulation was broken¿ due to overstress damage. Analysis of the lead cap found it had been cut.